Event description:
Patient had a sudden cardiac death over a year post-implantation of the cypher stent. The day of the index procedure the patient presented with silent ischemia evidenced by a positive bicycle/treadmill and 2-vessel coronary disease. Pre and intra-procedure medications were plavix and aspirin. The target lesion (lesion 1-1) was a confirmed restenotic lesion in the distal rca native coronary artery, with vessel diameter of 3mm and lesion length of 18mm. The lesion was characterized as: class b1, non-ostial, smooth contour, readily accessible in the proximal segment, no angulation, concentric, little to no calcification, and no thrombus present. The lesion was not pre-dilated. A cypher stent 18mm x 3mm was deployed with maximum inflation pressure of 16 atm with satisfying results. Pre-procedure mld was 0.3mm with 90% diameter stenosis, measured by qca.